Event description:
The customer reported that the monitor will not turn on and it has a burnt smell.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service replaced the power supply. The system operates as intended.